Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that every 5 to 7 days, the pump had low battery alarm less than 1 week. The customer received failed battery test alarm. The customer changed the battery and battery cap. The customer's blood glucose is normal, did not require medical treatment. No further details were given.